Event description:
It was reported that the patient was suffering from chronic renal failure. The patient had this repair kit fitted a couple of months ago and the unit cracked in the renal unit after only a few weeks of use. During dialysis, both the arterial and venous hubs cracked. As a result, a new kit was opened and the unit was replaced in the right subclavian. There was no reported delay, death or complications to the patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed, if additional information becomes available.